Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced fungal infection in blood. Cause of infection was unknown. On (B)(6) 2012, the patient was hospitalized for the event. The patient was treated with voriconazole (orally, dose and frequency not reported). On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for peritonitis. Cause of peritonitis was unknown. On an unreported date, the patient's treatment started with ancef intraperitoneal injection (ip) and tobramycin ip (doses and frequencies not reported) for peritonitis. On an unreported date, during hospitalization, the patient experienced vomiting. Treatment for vomiting was not reported. The patient was still hospitalized. The patient was recovering from the fungal infection in blood with culture (B)(6) for exophiala dermatitidis. The outcome of peritonitis and vomiting was unknown. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h12f25026. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.